Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced a seizure later on the day of her pump implantation. It was noted that because the patient did well with a trialing dose of 75 mcg, her dose was increased to a rate of 150 mcg/day. Approximately one hour after the patient experienced the seizure, the pump was reprogrammed to a minimum rate. An MRI was conducted approximately four hours following the seizure. A motor stall without recovery was confirmed via the logs. The motor stall was noted to have occurred due to the patient having an MRI/medical procedure. The MRI was performed as an attempt to determine the cause of the seizure. It was noted that pump troubleshooting was not necessary. The following day the patient was "doing well"; and was being moved from the intensive care unit to a "the floor". Per the reporter, the cause of the seizure was "basically unknown"; it was not believed that the patient's intrathecal baclofen (lioresal daily dose of 150 ug/d) was the cause of the seizure. The patient was noted to have had a stroke, and was at risk for having seizures. The patient's device was noted as functioning properly. The patient's dose was started again at 100 mcg/day. The patient tolerated the dose well overnight, and was discharged home the next day ((B)(6) 2011). It was noted that the patient's dose was "very low", so it would be a while before the pump "becomes therapeutic to her". It was later reported that it took about 1.5 hours after the first interrogation for the motor stall recovery to appear in the logs. Additional information has been requested, but was not available as of the date of this report.